Event description:
Customer reported discrepant results on two different meters when using the same finger stick for both results: (B)(6) 2010, inratio 1: 3.1, inratio 2: 2.9.

Manufacturer narrative:
Investigation pending.